Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement or verify unresponsive buttons due to missing segment. Insulin pump received with cracked glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding and screen was hard to read. The customer¿s blood glucose level was unknown. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.